Event description:
It was reported that there were burn marks on the lamp. It was further reported that the device will not switch from standby to run.

Manufacturer narrative:
Additional information will be provided once investigation is completed.